Event description:
Pt reports occlusion in line error with curlin pump that keeps happening. Need reship. Serial number -(B)(6). Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. No additional information is available at this time. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes, upon patient return did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. What is the outcome of the event? Resolved. Diagnosis for use: common variable immunodeficiency, unspec.